Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure, after removing the tether, a pacing failure occurred. Movement of the device was noted, and a dislodgement was suspected due to only one tine being engaged. In addition, a valve procedure completed just prior to the implant attempt made maneuverability of the catheter poor and it was noted that the catheter was considerably curved once the tether was pulled. As soon as the tether was cut, the catheter suddenly moved from the tricuspid valve into the atrium. A snare was used to explant the device. A transvenous ipg system implant is planned. No patient complications have been reported as a result of this event.